Event description:
On 02/17/2022, the customer emailed medela llc and reported that she has been using her pump in style max flow breast pump for a little over 6 months and the last two months she noticed the suction was not working properly.

Manufacturer narrative:
On 02/24/2022, the customer called and spoke with a medela llc customer service and stated she breast feeds and the baby doesn't empty her and neither does her breast pump. She reported she had mastitis twice and is taking an antibiotic. Customer service conducted troubleshooting including verifying user was using correct kit components, verified there was no milk backup, verified the user was not washing or drying tubing on the pump, verified user was using dry parts when pumping, verified user was washing parts according to the instructions for use, and that the pump powered on with the power transformer. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 03/01/2022, the customer indicated that she developed mastitis on 02/22/2022 and was prescribed an antibiotic, she has 3 days left to take the antibiotic and she is healing up. She indicated that the replacement pump was working better than her previous pump. The suction was better. The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on 03/10/2022. The results of our internal investigation confirmed low suction was occurring when tested with a lab kit. Human milk residue was found in the pump aggregate (pump motor and pump assembly). The pump aggregate was disassembled, cleaned and reassembled and suction values returned to be within specification. The customer's report of low suction could be confirmed. Based on the results of our internal investigation (reference number (B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.